Manufacturer narrative:
This device remains implanted, and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted for an unspecified reason. Attempts to reposition the rv lead where unsuccessful. A new rv lead of the same model was implanted. Besides surgical intervention, no adverse patient effects were reported. Several attempts to confirm reason for explant have not been unsuccessful. Several attempts to obtain the location of this lead have been unsuccessful.